Manufacturer narrative:
This report is submitted on april 30, 2021.

Event description:
Per the clinic, the patient experienced redness and swelling at the abutment site, and was treated with topical and oral antibiotics on (B)(6) 2020 (duration not reported). The symptoms resolved, and the patient resumed use of the device. The implanted device remains.